Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received. (B)(4).

Event description:
It was reported that the patient has been in and out of the hospital with chest pain. The chest x-ray confirmed perforation causing a pericardial effusion. The lead was explanted and replaced.